Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for programming recommendations. It was noted that the rv lead is connected to a non-boston scientific pacemaker device. The hcp was recommended to consult with the physician for evaluation and programming changes. At this time, the rv lead remains in service no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.